Event description:
It was reported that this lead was surgically abandoned and replaced due to therapy upgrade. No adverse patient effects were reported.

Manufacturer narrative:
Amendment: the evidence suggests that there are no allegations or concerns against this lead and there is no evidence of malfunction. No additional adverse patient effects. Supplemental report sent with clarification.

Event description:
It was reported that this lead was surgically abandoned and replaced due to unknown product performance issue. No additional adverse patient effects were reported.